Event description:
It was reported that during surgery when moving to burr femur and when stepped on footpedal error popped up about a handpiece motor control failure. Tried switching to speed control and got the same error. Rebooted the system, swapped handpiece and drill and were able to complete the case.

Manufacturer narrative:
H10 h3, h6: the device was used during treatment and was not returned for evaluation. The log files were returned for review and indicated that an over current error occurred. When the error can only be cleared by rebooting the system, it is indicative of an issue in the siu firmware that randomly causes the handpiece error message. The DHR could not be reviewed and it was not confirmed if the product met manufacturing specifications. A complaint history review found similar complaints of the reported issue. The relationship of the device and the reported event has been established. The log files confirmed the reported error, which was due to firmware issue within the siu. Therefore, the root cause of the reported event was due to electrical component failure.